Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for low blood glucose and found that he recently had some issues with low blood glucose and the paramedics were called. The customer was in his way to doctor's appointment and did not continue with testing or gave more information regarding the latest event. Attempted to call back the customer and he stated that he did fall as a result of the low, but no emergency assistance was needed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.